Event description:
The user facility's biomedical engineer reported an automated impella controller (aic) (not in patient use) had an alarm, which was noted to be for suction/yellow alarm. The aic was also due to have preventive maintenance.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Data analysis: after 22 days of support, from (B)(6) 2025, to (B)(6) 2025, suction alarms (event #14) were logged throughout the logs. This confirms the reported failure mode. Additionally, on (B)(6) 2025, a placement signal not reliable (psnr) alarm (event #1048) was observed. The logs show that the ps inconsistently spiked to 3000 and then drifted into negative values. Device analysis: this console was tested and the suction alarm could not be reproduced when running the pump simulator. The 5s parameter and the bulb power were within specifications according to the preventative maintenance procedure. Root cause: the root cause of the suction alarm could not be determined due to the inability to reproduce it. There were no occurrences of a controller error alarm in the logs. The suction alarm was most likely misreported as a controller error alarm. Optical signal issue failure mode added based on the investigation results.